Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to multifocal intolerance described as halos/glare and other visual disturbances. It was replaced with a non johnson and johnson iol. It was unspecified if there are other adverse events. The patient has recovered.

Manufacturer narrative:
Weight and ethnicity: unknown. Asku. Date of event: unknown, not provided. Best estimate of date of event is between jan. 13, 2022 and oct. 6, 2022. Health effect: clinical code: 2140 glare, 2140 -visual disturbance- dysphotopsia. Device evaluation: product evaluation was not performed because the product was not received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.